Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of high blood glucose (1347 mg/dl) on (B)(6) 2025 which resulted in hospitalization. The length of hospitalization was greater than 24 hours. Patient reported symptoms of vomiting and dizziness. Insulin was administered using manual injections and intravenous drip. Patient was tested highly positive for ketones. No further information available.

Manufacturer narrative:
E1 : (B)(6). Patient country : united states.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number under d4. The initial MDR with manufacturing report number (8021545-2025-00731), was submitted. Upon completion of the investigation, the manufacturing date was updated as 09-nov-2022. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5402525, in question was manufactured at the osted site. Threshold analysis: a query was run on 30-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 5402525. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 5402525 was manufactured according to the work instruction (wi) [75] appendix 1 batchcard for production of packaging room on 09-nov-2022 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.